Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left-side capsular contracture baker grade IV. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, left-side capsular contracture baker grade IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device."